Event description:
This case was reported by a consumer and described the occurrence of choking in a (B)(6) female pt who received super poligrip free denture adhesive cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip free denture adhesive cream (dental). At an unk time after starting super poligrip free denture. Adhesive cream, the pt experienced choking, allergic reaction, lip swelling, gum swelling, mouth swollen, throat almost closed up. Hoarseness and feeling sick. The pt was treated with an unspecified injection. This case was assessed as medically serious by gsk. Treatment with super poligrip free denture adhesive cream was discontinued. At the time of reporting, the events were improved. This consumer reported that she used the super poligrip free and experienced an allergic reaction, swollen lips, mouth and gums, her throat almost closed up, she indicated that she was sick, hoarse and she was chocking. Consumer was asked is she experienced a choking sensation and she indicated not a chocking sensation and that she was actually choking. Consumer indicated that she had to go and get a shot for allergies but she was unaware of what the shot was. The use of the product was discontinued and the results have not resolved but are improving.

Manufacturer narrative:
The MFR report number for this case is 9681138-2012-00065. Super poligrip free is manufactured in (B)(4). The lot number for this product is available x11513. It is unk if the product will be returned for quality assurance testing. (B)(4).